Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that bay three and bay four would not charge the battery devices. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that bay three and bay four on the universal battery charger device were flashing the red warning light emitting diode (led) lights while charging the power module device. During in-house engineering evaluation, it was observed that bay three and bay four would not charge the battery devices. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.